Manufacturer narrative:
A revision procedure was performed. During the revision an improperly seated setscrew was confirmed. A previous ra lead was reconnected to the device. Following the revision, lead measurements were normal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further information was received that an explant procedure was performed. During the procedure, it was reported blood was observed inside the header. Leaking seal plugs were suspected.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. All setscrews moved freely. Visual inspection confirmed the reported body fluid in the header, however, the fluid was not excessive. The left ventricular (lv) seal plug medical adhesive was damaged; however, no seal plugs were compromised. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Visual inspection of the header port noted the location of the lead seal ring marks indicated the lead was fully inserted within the port while implanted. The ra setscrew was removed and the connecter block and setscrew were microscopically inspected. No evidence of cross threading was observed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis could not confirm the report of leaking seal plugs. The reported high ra impedance was most likely related to the loose setscrew observed during the revision procedure.

Event description:
Boston scientific received information that, following a lead revision procedure, this device had detected noise on the right atrial (ra) channel. The ra impedance was greater than 2000 ohms. It was also reported the ra lead was exhibiting loss of capture. It was suspected the device setscrews were not properly seated. No specific adverse patient effects were reported.